Event description:
The pt reported he only has a partial display on his insulin infusion device. He stated the numbers for his basal rates and bolus amounts do not appear. The pt was advised to switch to alternate insulin therapy. He stated he had discontinued use of the device and was using injection therapy. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation